Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "infusion bags were consistently running over the allotted time period of 24 hours by about 2 hours. Good morning (B)(6) from (B)(6) called today to let us know that some cytarabine continuous infusion bags were consistently running over the allotted time period of 24 hours by about 2 hours. Throwing it out to the group for thoughts. Few thoughts pump calibration ? Overfill-these are regular bags that we have determined thru our own studies as well as info from the manufacturer that there is really not a significant amount of overfill that would warrant including it in the final volume. I am at a bit of a loss to be honest as to where to go with this. The total dose the individual should receive over 24 hours in this instance is 170 mg if it would run over 24 hours it would be 7.08 mg/hr if the same 170 mg runs over 26 hours it is 6.5 mg/hr about an 8 percent difference and an amount that I consider clinically significant. We made a decision to not include overfill across the board for consistency and standardization reasons. I am hesitant to go back to a situation where we may include overfill only on continuous infusions due to the confusion it causes. That being said-whatever is best for our patients clinically should be top priority. Looking for your input and thoughts. Thank you. Type of drug:cytarabine. Delay in therapy: unknown. Need for medical intervention: unknown. "